Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, the date the bsc was made aware of the event, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on an unknown date. According to the complainant, the "wire" (suture) broke during procedure. It is unknown if the detached piece was left inside the patient and if/how it was removed from the patient. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.